Event description:
The customer reported the patient received 1st-2nd degree burns on the inguinal region during heart surgery. The patient grounding pad was placed on patient's back. The site could not find any problem with the electrosurgical generator. No problem was experienced during the procedure. The site has not provided any additional information.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.